Event description:
Pieces of string left inside body - vagina [foreign body in reproductive tract]. The cotton strings sew-in up the middle comes off leaving it detached from the tampon [device breakage]. Case description: consumer contacted via e-mail and stated that the cotton strings sew-in up the middle comes off leaving it detached from the tampon. No serious injury was reported.

Manufacturer narrative:
18-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of string left inside body - vagina [foreign body in reproductive tract]. The cotton strings sew-in up the middle comes off leaving it detached from the tampon [device breakage]. Case description: consumer contacted via e-mail and stated that the cotton strings sew-in up the middle comes off leaving it detached from the tampon. No serious injury was reported.